Manufacturer narrative:
(B)(4). The device was returned to the factory for investigation. Signs of clinical use was observed. There were small amounts of blood detected on the jaws. The silicone near the tip of the hot jaw was observed to be detached. The silicone on the cold jaw was observed to be peeled near the tip but remained attached. The detached silicone was not returned for evaluation. The heater wire was also observed to be flexed at the center, while remaining attached at the tip and base of the jaw. Based on the returned condition of the device, and the results of the investigation, the reported failure "peeled jaw", and the analyzed failure "material twisted/bent; wire" are confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro grey covering over jaws became removed but did not completely come off device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro grey covering over jaws became removed but did not completely come off device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.